Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650- / expiration date: 2018-03-31 UDI #: (B)(4) return date: 2018-07-11 device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650- / expiration date: 2018-03-31 UDI #: (B)(4) return date: 2018-07-11 device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of power to the controller, a bent power port pin, and critical battery alarms for multiple batteries. The controller and two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: controller and batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed a broken pin within power port two (2) of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported bent pin event was confirmed. A visual inspection under 10x magnification revealed hairline cracks around power port two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, foreign material was found inside of the driveline connector and around the controller housing. This is an additional finding not related to the reported event. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm involving (B)(4) and three (3) critical battery alarms involving (B)(4) due to communication errors. Additionally, log files analysis revealed nine (9) controller power-ups with their associated motor starts from 05/29/2018 through 06/27/2018. Multiple momentary disconnections were observed prior to the losses of power on 06/16/2018, 06/26/2018 and 06/27/2018. The controller was without power for 23 seconds, 21 seconds, 6 seconds, 16 seconds, 8 seconds, 8 seconds, 17 seconds, 7 seconds, and 10 seconds; respectively. As a result, the reported loss of power event was confirmed. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and battery; it is likely that the bent pin observed in the power port of the controller contributed to the critical battery alarms. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation investigated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, h10 product event summary: one (1) controller and two (2) batteries (bat552502, bat552886) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed a broken pin within power port two (2) of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported bent pin event was confirmed. A visual inspection under 10x magnification revealed hairline cracks around power port two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, foreign material was found inside of the driveline connect or and around the controller housing. This is an additional finding not related to the reported event. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a dis connection within each 15-minute interval. Analysis of the event log files revealed nine (9) controller power-ups with their associated motor starts from 29/may/2018 through 27/jun/2018. Multiple momentary disconnections involving bat552886 and bat552502 were observed prior to the losses of power on 16/jun/2018, 26/jun/2018 and 27/jun/2018. The controller was without power for 23 seconds, 21 s econds, 6 seconds, 16 seconds, 8 seconds, 8 seconds, 17 seconds, 7 seconds, and 10 seconds; respectively. Data log files also revealed multiple instances involving bat552886 and bat552502 where the battery's relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat552886 and bat552502 within the analyzed period. As a result, the reported loss of power, critical battery alarms and communication error events were confirmed. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and battery; it is likely that the bent pin observed in the power port of the controller contributed to the critical battery alarms. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power and to evaluate bent/damaged pins with controller 2.0. Additional products: d4: serial#: (B)(6); h3: yes dev rtn to MFR? Yes; h6: FDA conclusion code(s): 12 d4: serial#: (B)(6); h3: yes dev rtn to MFR? Yes; h6: FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that two of the batteries also had a communication error.